Event description:
The doctor reported that a fractured abutment screw was discovered when the bridge it was retaining was removed.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component has confirmed the screw has fractured and white residue remained within the hex of the screw, but the remaining fractured component has not been returned for review. A complete dimensional analysis cannot be performed due to the damage of the as returned product.